Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, a definitive root cause of the reported event could not be determined. Although the customer's complaint of a scope communication error (b30) was not confirmed or duplicated, it is possible that the electrical contacts of the video connector were not sufficiently dried, or foreign matter (chemical residue, scale, sebum stains, dust, gauze fluff, etc.) Was impeding the connection between the devices, causing the scope communication error. The device's instruction manual contains the following warning regarding the connection of an endoscope: "before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction."

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was not confirmed. The unit was tested with an olympus video processor and several scopes, no b30 communication errors were noted. However, a worn out scope socket slider switch was discovered and causing intermittent use of high intensity mode. Additionally, corrosion was noted in the air tubing, pump, and exposed metal top cover. The unit was also still equipped with the old version switch that will require upgrading. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported three separate evis exera iii xenon light source devices receiving b30 scope communication errors during preparation for diagnostic procedures. Reportedly, the staff either switched to a new scope without getting an error message, or they moved the patient to a different procedure room. In all three events, the procedure was completed according to the initial reporter. This is report 3 of 3. Please refer to patient identifier numbers for the two related complaints:(B)(4) and (B)(4).